Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine was turned off. The technical support specialist (tss) verified that the station showed an online status from the remote smart service portal, dialed into the station running medapp v1.7.3, and confirmed that services and datasync logs were functioning properly. Tss checked the medapplication log and found no related errors, and system performance was normal. Reviewed the event viewer log showed a critical kernel-power error indicating an unexpected reboot. Sent an email to the customer for further action, and after their verification and agreement, proceeded to close the case. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was turned off. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.